Manufacturer narrative:
Once the device is received an investigation will be conducted and a follow up will be submitted if required.

Event description:
It was reported that the g5 will start and run and then slowly shut down; unit stopped producing oxygen, yes pt wasn't getting enought oxygen on monday he passed out and ended up in the emergency room for 24 hours. The inogen team attempted to contact patient for further information three times with no response. Intervention is unknown.